Event description:
Hill-rom received a report from a hill-rom tech stating the brake not set alarm was inoperable. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the external alarm inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom tech replaced the external alarm to resolve the issue. Based on the info, no further action is required.